Event description:
A part order was requested by the customer to replace the ECG connector assembly for the heartstart xl defibrillator. There was no reported patient involvement.

Event description:
It was clarified by the customer that the ECG connector assembly was cracked and would not remain seated in the socket.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.